Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08700 inches. Device was programmed with multiple tests boluses and monitored. All boluses delivered properly. No bolus anomaly noted. The bolus wizard feature functions properly during testing. No over/under delivery anomaly noted. However after the completion of the functional test, unit had an unexpected blank display due to corroded electronic assembly. The motor and force sensor had moisture damage. Device had minor scratched display window, scratched case, cracked case at battery tube side and pillowing keypad overlay. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 441 mg/dl on (B)(6) 2018 at 6:00 pm. Customer did not mention any symptoms. Blood glucose value when admitted to hospital was 700 mg/dl. Customer blood glucose reading for time of the incident was 441 mg/dl. Customer current blood glucose reading was 407 mg/dl. Customer was using within 48 hours of reported high blood glucose reading event. Customer was treated with bolused with the pump and manual injection with a syringe. The name of the hospital is unknown. The reporter name is (B)(6). The reporter phone number is unknown customer did not perform carelink upload. Customer reports site is changed every 2/3 days. The infusion cannula was bent. The drive support condition was not mentioned. Customer did not perform hp test. Products will not be returning for analysis.